Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. The following cosmetic damage was also found on the device: a cracked case at the display window corners, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, and a broken off end cap.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the case was broken near the battery, and that the battery threads were broken. The patient's blood glucose at the time of incident is unknown. No further information was available. The device was returned for analysis and a replacement pump was sent.